Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 567019. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation was undergoing an ablation procedure. The catheter was already inserted into the patients' anatomy when it was noted that the catheter produced a poor image. It was found while the doctor was trying to obtain intracardiac images. The doctor replaced the swiftlink cable but the issue still remained so the catheter was withdrawn and a new catheter was reinserted. There was a delay in completing the procedure but just enough to obtain the replacement catheter. There was no loss of data and there was no patient adverse event reported. No additional information was provided.